Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
No blood glucose levels reported. The customer reported a compromised force sensor system error from the insulin pump. Troubleshooting was done. The customer reported that the drive support cap is sticking out. The customer was advised to disconnect from the pump. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Insulin pump was received with prime alarm during basic occlusion test and unable to prime during prime test due to protruded and loose drive support disk. Insulin pump had minor scratches on lcd window, cracked lcd window, cracked display window corner, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.